Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was not impacted. Reportedly, the customer pressed the wake button with more force and the screen turned on. The customer continued to use the pump for insulin therapy.